Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured july 12-13, 2024. The device was received for evaluation with no fluid in the bladder as the customer cut the tubing to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was reconnected and a functional flow rate test was performed; the flow rate of the device was found to be within specifications. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drug was dripping outside the flow restrictor of a large volume infusor. The pressure exhaust method with a three-way stopcock had no effect. This was noticed after the pharmacist configured the chemotherapy pump. The device was filled with normal saline (130ml) and fluorouracil having a total volume of 240ml. There was no patient involvement. No additional information is available.